Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon had a problem with the s.c connector. The patient had change in therapy effect. The patient had a good response during the trial but since the drug infusion system was implanted the patient had not been responding as the doctor expected. It was not sure if a therapeutic bolus dose was done. The compound baclofen was used in the system. There was not symptom reported and the patient outcome was unknown.